Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited noise reversion episodes and noise. The noise was not able to be isolated. The patient is not device dependent. No interventions were made at this time. The patient will continue to be monitored.